Event description:
The patient was admitted for a tonsillectomy on (B)(6) 2021. The procedure was uncomplicated. At the end of the procedure, it was noted that the patient had burn injuries to both the right and left sides of the oral commissure. A literature review of oral burns during electrocautery tonsillectomy indicated that inadvertent oral cavity burns could occur from electrocautery devices. It is possible that the electrocautery electrode tip had become dislodged/loosened. This would leave an uninsulated portion of the electrode tip exposed which could potentially come in contact with the patient's oral tissue allowing arching of the electrical current and causing the burns. FDA safety report ID # (B)(4).